Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 550mg/dl. The customer stated that they decided to put the insulin pump back and to change the infusion site, but the customer still was having issues with lowering her glucose level. The customer experienced vomiting, tense muscles, could not keep fluids down, a lot of upper body pain, and flu symptoms. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that insulin squirted out while priming. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.